Event description:
Adverse event(s): "delay of surgery" (no code available). Product problem(s): "error message" (device displays error message); "primary energy too low and high voltage values out of range" (output energy incorrect). Surgeon reported laser not working, and stated system message (primary energy too low and h/v values of range) was received. At time of event, surgeon stated, 6 pts' eyes had flaps made, on the intralase. Surgeon was able to carry on with surgeries after resetting whole system and finished all cases on the same surgery day. Info from the surgeon is being sought, with regards to the status of the pts that were involved, at time of event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)